Event description:
It was reported that the lead exhibited a rise in impedance from just over 200 ohms to greater than 2500 ohms, and capture threshold rose from 0.875 v to 5 v. Multiple tests confirmed these results. The following day, measurements had returned to normal. The physician elected to leave the lead implanted until further complications presented.

Manufacturer narrative:
Na